Manufacturer narrative:
This report is submitted on december 5, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site, wound dehiscence and an exposure of the implant. Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2024. It is unknown if there are plans to reimplant the patient as of the date of this report. Device analysis report attached. This report is submitted on march 08, 2024.